Event description:
During bypass the oxygenator's heat exchanger failed during warming of the patient's blood. Due to inefficient heat exchange the time to warm the patient from 30 to 35 degrees was 1.5 hours. No further patient complication was reported.